Event description:
Another MFR's device was returned to co's office by the hosp. The reason for removal, as reported by the physician's office is due to a "implant failure." Note: determination of reportability and catagorization of this event was made according to this mfrs policies and procedures and the info rec'd in compliance with med device reporting regulations. These determinations are not intended to evaluate this occurrence or sugggest a cause (ref sections b1, b2, h1).